Event description:
The manufacturer received information alleging an issue related to ads2adv auto CPAP device. The patient has alleged smell like something was burning. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer¿s product investigation for investigation. During investigation evidence of thermal damage to the pca (printed circuit assembly) which is most likely why the heated tube did not heat. Pil observed the following from an external and internal inspection: a slight dust like contaminate on the water tank lid, ui (user interface) bezel, top enclosure, iso port (international organization for standardization), center enclosure, blower motor, blower box, heater plate, and the bottom enclosure. A hairlike contaminate was also found on the water tank lid, inlet/outlet seal, iso port, and the bottom enclosure.